Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0357774. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. 2 pcs retained samples of the same lot were checked visually, no abnormality found on the needle. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm needle broke. The following information was provided by the initial reporter: the indwelling needle is broken when the package is opened, it was replaced immediately.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm needle broke. The following information was provided by the initial reporter: the indwelling needle is broken when the package is opened, it was replaced immediately.